Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the charger was not charging the controller, and it would not properly charge the ins. The patient stated the ins is off and their back really hurt. The patient plugged the controller in all night and it would not charge. The green charging light would go on for about a half a second and then would go off. The patient stated they would wiggle the cord and got it to charge to about 50%, but when they tried to continue in another outlet at work it only charged to about 60% after 3 hours. The cord worked sporadically. It was reported it worked when plugged in at patient's office it worked. The patient wiggled the cord again and got it to charge more. They had back pain because the ins could not be charge and was off since (B)(6) 2018. No further complications were reported or anticipated.